Event description:
It is reported through the patient's attorney that in 1996, the patient underwent a revision procedure to their hip. Post-op, patient's stem was discovered to have loosened. As a result in 2000, patient's hip was revised where the femoral head and femoral stem were removed and replaced.